Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that upon removal of the venous canula, a suspected thrombus is thought to have become dislodged and sucked into the hm3 rvad causing the flows to drop to zero. The rvad was removed and a new hm3 was primed and implanted. The patient was reported to be subsequently recovering in the intensive care unit (ICU).

Event description:
Heartmate 3 captured under manufacturer's report # 3003306248-2021-04017.

Manufacturer narrative:
Section d4: serial # was requested but was not provided. Manufacturer's investigation conclusion: the report of thrombus could not be confirmed through this investigation; no photographs were submitted for review and the device was not returned for evaluation. A direct correlation between the reported events and the centrimag device could not be determined through this evaluation. It was reported that the patient was taken back to the operating room (or) for centrimag (cmag) removal, and they did not tolerate right-sided cmag wean so the decision was made to place a right ventricular assist device (rvad) heartmate 3. Upon removal of the venous canula, a suspected thrombus was thought to have become dislodged and sucked into the right ventricular assist device (rvad) heartmate 3, causing the flows to drop to zero. The affected pump was removed and a new hm3 was primed and implanted. The patient was recovering in the intensive care unit (ICU). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The lot number of the centrimag blood pump was requested, however, no response was received. The us centrimag blood pump instructions for use (IFU) lists adverse events that may be associated with the centrimag circulatory support system including venous thromboembolism. Additionally, this IFU states that the pump is intended to be used with systemic anticoagulation and anticoagulation levels should be determined by the physician based on risks and benefits to the patient. The lot number for the centrimag blood pump was unavailable. The centrimag blood pump instructions for use (IFU), rev. 09, lists thromboembolic phenomena as a possible side effect that may be associated with the use of the centrimag blood pump (IFU warning #3). This IFU also provides the following warnings and cautions: IFU warning #9: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #14: do not operate the pump for more than 30 seconds in the absence of flow. The temperature within the pump will rise and increased cellular damage and clotting may result. IFU warning #19: do not restart the pump if the pump has been stopped for more than 5 minutes without adequate anticoagulation, as the risk of thromboembolism is increased after blood has remained stagnant in the pump, extracorporeal circuit, connectors, and cannulae. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.